Event description:
During prep it was noticed that the connect or on this device was defective. The connector was "stripped". There was no pt involvement. The device is not being returned for co's analysis.